Manufacturer narrative:
One 6fr glidesheath slender sheath was received for product evaluation. No other accessories were returned with the sheath. Visual inspection revealed kink, proximal to the hub of the sheath. Leak testing was performed on the returned sheath. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds. The dilator was removed, and the assembly was submerged. No bubbles were observed. To check for damage to the valve, the crosscut valve was dissected from the sheath. The top and bottom sides of the valve were inspected. The microscopic inspection did not reveal any anomalies on the cross-cut valve. The inner lumen of the hub was inspected, and no anomalies were noted with the inner lumen of the hub. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
An unknown glidesheath slender was returned to terumo medical. A kink was found during the evaluation of the sample. Additional information was received on 08aug2019. The user facility confirmed the returned device was related to an event. The sheath had a leaking valve. The type of procedure being performed was a left heart catheterization, and the device was used during the event. Blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was a success. There were no other devices or equipment used with the reported product.